Manufacturer narrative:
Upon initial inspection by a company field service engineer (fse), it was discovered that the cardiosave generated power up test fails code # 14 and the logs also showed that the iabp alarmed "iabp may require maintenance" and "iab catheter restriction" on the reported event date. Additional information has been requested, and we will report accordingly if it becomes available. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
It was reported that during intra-aortic balloon pump (iabp) therapy, the iabp produced fault code # 77. The customer replaced the cardiosave iabp with a cs300 iabp to continue therapy, no patient injury was reported.

Manufacturer narrative:
A getinge field service engineer (fse) performed running test in getinge office. In addition, analysis of the diagnostic fault logs was also performed which verified that while the iabp was operating, the message "iabp may require maintenance" occurred on (B)(4), and this message means that the compressor may be failing. The reported incident was duplicated, and it was confirmed that there was power decline in the compressor. Our fse replaced the scroll compressor and the batteries, then performed running test without occurring problem. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during intra-aortic balloon pump (iabp) therapy, the iabp produced fault code # 77. The customer replaced the cardiosave iabp with a cs300 iabp to continue therapy, no patient injury was reported.